Event description:
Event description boston scientific received information that a patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead was demonstrating loss of capture in the rv with maximum outputs. It was noted that vs is followed by vf markers, sensing seems to be appropriate, the pacing impedance is 550 ohms, the shock lead impedance is 37 ohms and the daily measurements from the previous day indicated that the intrinsic r wave amplitude was 5.3 mv, but was 0.4 mv today. The representative caller indicated that something must have happened to the lead. It was also noted that the patient has had atp (anti-tachy pacing) therapy that has helped.